Event description:
The manufacturer received information alleging a ventilator was alarming for a low oxygen flow condition. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device also failed a step during testing. The device's oxygen blending module board was replaced to address the issues.